Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they went to see their doctor the day of the report because they had leakage 3x the week of the report and their doctor told them to call the manufacturer to adjust/change programming. Patient tried using it on their own and it was taking forever to find the ins, then they would put it on before and nothing would happen. Then they put it up to 7 and nothing was happening and it went to 7 on its own. Patient reported it was like a shock and when they started turning it down it was going all crazy and it went to 7 on its own. Patient also reported it caused their big toe and the toe next to it to hurt and curl and they had to tape them. It was reviewed that issues with shocking/toes painfully curling could be due to overstimulation. It was confirmed the therapy was on, program 3 at 0.4 which was comfortable for the patient and was not causing their toes to curl. Patient reported it had always been on program 3 because they didn't normally touch it. Patient indicated they would like to change programs. Patient confirmed they were able to change to program 4 and increase to 0.8, which they confirmed was comfortable for them. Patient had to abruptly end call before further information could be collected. No further complications were reported or anticipated.